Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including two percutaneous leads on (B)(6) 2009. It was reported that the patient lost stimulation. A diagnostic test revealed invalid impedance measurements for both leads. Surgical intervention was undertaken to replace the devices and effective stimulation was recaptured as a result. No further complications were reported.